Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation and received with operating currents within specifications. No weak battery alarms noted. No display ramping on its own anomaly noted. The insulin pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen during bolus. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.